Manufacturer narrative:
Analysis was able to confirm the customer comment of the external pulse generator (epg) to not power up to show display due to a missing battery drawer shorting bar. It was also noted that the hanger was cracked and the lower case boss was broken. Three case screws were contaminated as well as both wires on the liquid crystal display (lcd) were pinched. (Not compromised) all found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not display pixels upon power up. New batteries were installed. The epg has been returned for service. There was no patient involvement reported with this event.